Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. End user's son alleged that the right brake is not working. He is not sure what happened. Other than a few nights ago it stopped working. MDR filed.